Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received six inappropriate shocks due to what appears to be atrial fibrillation (af) with rapid ventricular response. It was noted that the therapy for the event was exhausted. Technical services (ts) discussed this is a single chamber ICD and not able to view atrial arrhythmias. Ts discussed the ventricular rate was irregular and appeared to be af with rapid ventricular response. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received six inappropriate shocks due to what appears to be atrial fibrillation (af) with rapid ventricular response. It was noted that the therapy for the event was exhausted. Technical services (ts) discussed this is a single chamber ICD and not able to view atrial arrhythmias. Ts discussed the ventricular rate was irregular and appeared to be af with rapid ventricular response. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this implantable cardioverter defibrillator (ICD) received two inappropriate shocks and two inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Technical services (ts) was consulted, discussed possible atrial arrhythmia causing rapid ventricular response. This ICD remains in service. No adverse patient effects were reported.